Event description:
It was reported that the left ventricular (lv) lead had decreasing impedance and is now low. The patient was also experiencing pocket stimulation. The lv lead was programmed off and a revision has been planned. No further patient complications have been reported as a result of this event. It was further reported that during the revision procedure, the physician attempted to pace the left ventricular (lv) lead and it exhibited no capture. No further attempts were made to pace as the patient experienced phrenic nerve stimulation. The lv lead was capped and replaced. Also, during the procedure, a break in the proximal right ventricular (rv) lead defibrillation insulation was noted. It is suspected that this occurred during the procedure as the previous/pre-procedure impedances were stable and within expected range. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Concomitant products: 4193 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).